Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. There was no adverse impact to blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.